Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently unresponsive and that the customer received a cartridge error. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined further trouble shooting with tandem technical support and further information was unable to be obtained.